Manufacturer narrative:
A ge healthcare service representative performed a checkout of the system and confirmed the reported issue. The loudspeakers were disconnected and reconnected to resolve the error and the speakers were replaced. No report of patient involvement. The initial reporter is located outside the u.s., and therefore this information is not provided due to country privacy laws. Unique identifier: (B)(4). Legal manufacturer: hcs (B)(4).

Event description:
The hospital reported a malfunction resulting in the loss of audible alarms. There was no report of patient involvement.